Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The cuttings in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that two days after implant, the sensing values changed and were not stable. The patient had three follow-ups due to these circumstance and a revision was decided. The lead could not be repositioned successfully. A new lead was implanted. No adverse patient side effects were reported. The explant date was not provided to us.